Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Multiple attempts have been made to obtain additional information, including faxing questions to the surgeon's office after speaking with the surgeon's office personnel. No response has been received.

Event description:
It was reported that post op of a open right colon procedure on (B)(6) 2011, the patient was returned to the operating room the same day due to bleeding. The surgeon opened the patient and found that the mesentery was oozing blood. The surgeon repaired the area of bleeding. It is unknown if the patient required blood products. The patient was stable and has now been released home. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.